Event description:
It was reported that the customer had a blood glucose level of 440 mg/dl which he treated with boluses until his blood glucose level was 18 mg/dl. He treated the low blood glucose level with food. At the time of the report, his blood glucose level was 148 mg/dl. He received a no delivery alarm during a manual prime. Standard troubleshooting was performed. There was a connection issue between the tubing cap and the reservoir. The customer was advised to change the reservoir and the infusion set. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.